Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. It is unknown if the actual device used in this patient procedure was in fact an ethicon suture. The event investigation is ongoing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the nurse was applying the suture to the wound on a patient who was a hepatitis c positive and had suspected hiv during unknown surgery on (B)(6) 2018. It was also reported that during the suturing of patient, the thread snapped away from the suturing needle. It was reported that the nurse sustained a needle stick injury to the left index finger. It was reported that the nurse alleges to have suffered psychiatric injury as a result of the incident, due to a fear that she may have contracted an infectious disease. The nurse has had numerous blood tests to determine if any infectious diseases were contracted. No further information is available.

Manufacturer narrative:
Date sent to the FDA: 12/14/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 12/01/2020 additional information: d4, h4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 12/01/2020 corrected information: d1, d2a, d2b, g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.